Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device was used for the expansion of the peritoneal space. The surgeon tried to remove the obturator and the top broke off in her hand. The obturator was removed with a hemostat and completed the case. There was no patient injury.